Event description:
This customer reported that their defibrillator did not display anything. The audio was present and the defibrillator responded to activation of the buttons, but the display was blank. There was no report of patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.